Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a left atrial appendage occluder (laao) procedure was performed. The patient was prepared for surgery using sedation, but no intubation or general anesthesia. Due to esophageal varices in the patient, intracardiac echocardiography (ice) was used to obtain imaging for the procedure. During the implant procedure, no trans-septal puncture was used, and the operator was able to pass the sheath through the patent foramen ovale (pfo). It was decided to keep the sheaths position, but to exchange it for an centimetrated pigtail catheter. Iodine based contrast was then injected into the left atrial appendage to obtain images of the left atrial appendage at different angles. Sizing of the laa (chicken wing morphology) was done and a 31 mm amplatzer amulet left atrial appendage occluder was selected for implant. The centimetrated pigtail catheter was then exchanged for a 14f amulet delivery system (ds) and the device was prepared per the instruction for use (IFU). Due to inadequate ice imaging, the operator attempted to implant the device with x-ray only. The device's lobe was partially deployed twice in the left atrium, and on the third attempt, while manipulating the ds in the left atrium, the patient's blood pressure dropped below 60 mmhg. Contrast was then injected to check for a perforation and a cardiac tamponade was diagnosed. The laao procedure was aborted without implant and pericardiocentesis was performed. Cardiopulmonary resuscitation (CPR) was also immediately administered and the patient was transferred to the closest hospital with a cardiac surgery team for emergency open heart surgery. The patient passed away (B)(6) 2021 due to a critical cardiac tamponade. The perforation was thought to have occurred during ds manipulation in the left atrium. The physician ascribes the cause of death due to procedure complications and patient's comorbidities. Relevant imaging and operative reports were requested but the site was unable to provide. No additional information was provided.

Event description:
Additional information received indicates that the cardiac tamponade lead to cardiogenic shock.

Manufacturer narrative:
An event of death due to procedure complications was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.